Event description:
It was reported that the anesthesia workstation generated flow error. Patient involvement is unknown. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was claimed that the anesthesia workstation generated flow error. In further evaluation it has been clarified that the patient cassette was sporadically not recognized and did not pass flow transducer test during system checkout (sco). The device failed to meet its specifications. It has not been used at the time of the event. There has been no adverse event sustained as a result of the issue. Based on technician statement, the patient cassette corner has broken off. The technician state that it must have happened during sterilization of the part and user had overlooked it. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. According to user's manual cleaning and maintenance flow-I anesthesia system rev.01, the patient cassette is a precision instrument and must be handled carefully. Not using functional parts may affect essential functions of the anesthesia workstation and lead to improper function of it e.g. Longer interruption of ventilation. The root cause to the reported issue has not been determined.